Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant when the lead was being placed, blood backflow was noticed at the proximal pin. It is suspected that high blood pressure or capillary action from the removal of the stylet may have caused the blood to migrate up into lumen. The lead was not implanted and was replaced with a new lead.